Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a biliary drainage procedure in the bile passage of a patient. During the attempt to deploy the stent, the guide catheter stretched and broke; however, the stent was able to be deployed at the target site. The entire delivery system was removed from the patient as the broken catheter part did not fall into the patient. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).